Manufacturer narrative:
The 70cc2 cable was returned for evaluation. The reported issue was not confirmed by the evaluation. The dvm and sr720 lcr tests were performed and the cco was ran for over 10 minutes. The device was connected to known good monitor and there was no intermittent disconnection. The were no error messages observed. There was no physical damage found in the visual inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product was returned for analysis; however, it has not been evaluated yet. Upon the completion of the evaluation a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There was no previous related record of servicing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a procedure using this 70cc2 cable, the cardiac output (co) value indicated around twenty times more during use of a v-a ECMO. It lasted for more than ten minutes, then returned to normal, but then the issue occurred again. The issue did not improve when replacing the monitor. There were no error messages observed and any information regarding the waveform was unknown. The patient demographics were requested and received. The hem1 and hemsgm10 involved in this event were returned for evaluation as well. There was no patient injury reported.